Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor experienced a pause episode reflecting undersensing. The device will continue to be monitored. The patient was stable throughout.